Manufacturer narrative:
(B)(4) (they tried to search for the needle). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hiatal hernia procedure, the surgeon passed the needle thru the tissue once without any issues. During the second pass thru the tissue, the needle came off the instrument, fell inside the cavity and the suture strand broke off the needle. It was retrieved using graspers. This lead to tying to find the needle inside the cavity that took over 30 minutes to find. New device was used to complete the case.